Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity as well as beeping tones. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains implanted. No adverse patient effects were reported.

Event description:
Additional information noted that this device was explanted and will not be returned. No additional adverse patient effects were reported.